Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Blood glucose (bg) was affected, however, specific bg value was not provided. Although requested, the customer declined troubleshooting.